Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The target lesion was located in the vein graft in the arm. This gladiator pta balloon dilation catheter ruptured and "sheered in half." No patient complications were reported. Additional information was requested but is not available.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The target lesion was located in the vein graft in the arm. This gladiator pta balloon dilation catheter ruptured and "sheered in half". No patient complications were reported. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. Initial examination noted that the balloon material was torn circumferentially at approximately 28mm distal to the proximal transition zone. The distal portion of the torn balloon material was turned inside out over the distal tip. Examination of the single lumen shaft noted that it was severely kinked along its length. The remainder of the shaft noted no anomalies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).